Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was "non-functioning" and experienced a a rise in impedance and an increase in threshold. The patient was scheduled for the lv lead to be removed. Upon admission for the lead removal, it was found the patient also experienced a systemic infection. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. The patient was treated with intravenous antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.